Event description:
Ventricular sensing issue: 393 snort v-v intervals since (B)(6)2020 (possibly due to unipolar sensing configuration)- all other ventricular lead measurements are within expected ranges. All available daily battery/lead measurements within expected range. Lead trends stable.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).